Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was having to recharge her ipg more often the patient stated she used to recharge her ipg once a week and a few months ago she was having to recharge her ipg four times a day for four hours. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg.